Event description:
After having lasik surgery on my left eye, which was -13, or about 20/200-, my vision seemed to have improved. However, since the removal of the eye patch, the vision has had a "pulsating" sensation in which objects are almost in focus, then get grossly out of focus every second or so. This is constant. Plus, I have perpetual halos and flares at night as well as extreme dry eye. I've since learned from other ophthalmologists that the surgeon had over-corrected and the cornea is now permanently flat, rather than curved. They also told me that I should've been rejected as a candidate due to my extreme myopia. I'm thankful that I had the foresight - no pun intended - to have him operate on only one eye and not both. My reasoning was that if the surgery went well, I'd have him do the right eye.